Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms. There was no reported impact to customer's blood glucose level.